Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the suction cylinder had no color. The scope cover case unit and the circuit board unit in the suction cylinder, the plug unit, and the micro connector unit in scope connector, all had corrosion due to water leakage. Due to corrosion on plug unit, an error e216 (scope communication error) occurred. Due to wear of angle wire, bending angle in the upward direction did not meet the standard value. The adhesive on the bending section cover was detached and the universal cord had coating peeling. The reported malfunction in b5, was likely a result of insufficient reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the air/water tube and air/water cylinder both had remains of white foreign material inside. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the adhesion/clogging of the material in the a/w channel and a/w cylinder were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.